Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the pressure transducer test during the pre-use check. The evaluation of the provided logs confirms the reported failure. Our field service engineer (fse) investigated the ventilator on site. The expiratory channel was replaced but the issue persisted. The issue was solved by replacing the expiratory cassette membrane. No parts were returned for investigation. Therefore, the root cause for the reported problem could not be established.